Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The top dial will not tighten fully, causing the reference arm to move when not needed.

Manufacturer narrative:
Examination of the submitted device confirmed the locking knob is frozen and will not adjust. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1999) and is worn out from heavy usage. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.